Event description:
Reportedly 2 patients had hysterectomies performed and a few days later, the wounds dehisced. The sutures broke mid suture line. There was no report of major exertion although one of the patients may have coughed. Surgeon reported that the patients are healthy.